Event description:
Draeger telemetry transmitter. Receiving calls from telemetry floors regarding pts that "disappear" from central monitor. After investigation find in some cases the telemetry transmitter was operating intermittently. This problem has occurred numerous times over the past year. Called draeger to ask if there was any add'l documentation on the telemetry pack. They stated there was none and only an exchange program for these devices existed.